Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10. Concomitant med products: impactor devices the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI - (B)(4). Please note that this medwatch report is related to medwatch report 1045834-2023-01427 as the products were used together in the same event.

Event description:
This is report 2 of 2 for the same event. It was reported that after sterile processing and during case setup it was observed that two impactor devices were leaking brown liquid out of the units. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the device was leaking brown liquid out of the units was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed visual inspection due to the anvil being damaged. The impactor was visually and functionally assessed and determined to fail locking collar assessment due to anvil damage consistent with the adapter not being properly secured. It was further determined that the device failed pretest for visual assessment and locking collar assessment. It was determined that the most probable cause for the found issues is improper handling, which is user error. Please note that this medwatch report (1045834-2023-01428) is related to medwatch report 1045834-2023-01427 as the products were used together in the same event.